Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during troubleshooting for motor error, the insulin pump was also stuck in a rewind loop. Troubleshooting for prime rewind was performed but the insulin pump alarmed motor error again. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal. The insulin pump was exposed to magnetic resonance imaging. The customer was able to complete pump rewind due to the alarm, however, alarm history contained more than one motor error alarm in the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.